Event description:
It was reported that the thread of the scorpio cr punch/rasp handle was broken when the punch was removed by the slide hummer.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.